Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented for remote follow up via merlin.net with the implantable cardiac monitor exhibiting false pause episodes due to intermittent ventricular under-sensing. Programming interventions were discussed; however, no interventions were reported.